Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure their evis lucera elite colonovidescope had the following reportable event; scope communication error(e315). There was no patient involvement, harm, procedural delay, or injury and the procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and during inspection and testing, the allegation was not reproduced; however, there is a chance that the scope communication errors could have occurred. In addition to the reportable findings documented in b5, the following nonreportable findings were; there was noise on the image due to the corroded plug unit, angulation in the up direction was out of standard due to the worn angle-wire, the gap on up/down knob was out of standard due to the worn angle-wire, insulation failure was due to a cut on the lock engagement lever shrinkable tube, there was corrosion from scope connector cover unit due to prior leakage, the protector of scope connector of universal cord had scratches, universal cord was corrugated, switch one had a scratch, the bending section cover rubber adhesive was broken, the light guide lens was broken, the light guide bundle was abnormal, there was flare since the charged coupled device lens adhesive was peeled off, and the insulation resistance value of distal end was out of standards due to the scratch on the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.